Manufacturer narrative:
Test results from device manufacturing were reviewed. Sound processor (sn (B)(4)) passed all functional testing in production. A DHR review revealed that the device met all specifications and there were no manufacturing issues. The battery was confirmed to be depleted at the time of explant.

Event description:
From report dated 08/21/2017: patient indicated as having a low battery, 2.32 v. Clinical history: (B)(6) 2012 - initial implant. (B)(6) 2012 - activation - patient and family are very happy with his hearing at activation. (B)(6) 2012 - fitting. (B)(6) 2012 - fitting. (B)(6) 2013 - fitting. (B)(6) 2013 - fitting. (B)(6) 2014 - fitting. (B)(6) 2015 - 1st battery change- the patient verifies that he is hearing with the esteem & verifies volume changes. He also comments that the sound is clearer than it has ever been. The 1,022 days (minimum is 2.8 year, or 1,023 days. MDR 3004007782-2015 00014 (filed with FDA on 04/24/2015). On (B)(6) 2015 - fitting. On (B)(6) 2017 - battery check and audiogram. Patient indicated as having a low battery, 2.32 v. On (B)(6) 2017 - 2nd battery change. The 879 days (2.4 yrs*). MDR 3004007782-2017 00013 (current MDR). *note: minimum stated battery life: 2.8 years (1,023 days). Upon functional testing, a low battery was verified, and it was determined the device passes testing and no additional malfunction has occured with the device. Feedback and patient usage / environment are possible factors to consider, based on the patient's history of rapid battery depletions, as there are various causes for increased power draw from the battery. Possible feedback-related depletion could be caused by: (1) - patient anatomy (a) - fibrotic tissue growth/anatomical structure. (B) - programming (gain levels, etc). Other possible reasons for accelerated depletion: (1) - patient environment / usage. (A) - noisy work environment. (B) - failure to use personal programmer to adjust settings properly. (C) - loud settings/volume on hearing devices such as ear bud ear phones, headphones, etc. (D) - continuous use of device (overnight, continuous background noise, etc.) (E) - use of hearing aides with the implanted esteem product.